Event description:
It was reported that during a laryngeal papilloma procedure, the electrode was found broken before being used in the patient. The wire did not fall in the patient. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10: h10: additional information was received from reporter stating that electrode of the device did not break inside the patient, the failure was found before the device was used inside the patient and nothing fell inside. This information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that during a laryngeal papilloma procedure, the metal electrode wire was found broken. It was not reported if there were any delays in a surgical procedure. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.